Event description:
The surgeon attempted to insert a three piece silicone lens model aq2003v. The lens was stuck in the cartridge prior to insertion and the cause was unknown. The lens was not inserted and there was no patient contact or injury.